Manufacturer narrative:
The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.

Event description:
The MFR received info alleging a ventilator's set-up was locked and unable to be programmed. The device was not in pt use.